Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed a partial loss of defibrillator output energy due to a loss of the positive portion of the biphasic output waveform, resulting in a monophasic shock.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was that a filter, designator fl29, had broken off of the assembly. This resulted in event codes being logged into the memory, the presence of the service indicator, as well as the partial loss of defibrillator output energy due to a loss of the positive portion of the biphasic output waveform resulting in a monophasic shock.